Event description:
It was reported that a data error alert 4 occurred after the pump was shipped. Blood glucose level was recorded at 400 mg/dl. Cts informed the customer that some history logs might have been erased but confirmed that therapy was unaffected. The customer understood and agreed to continue using the pump for insulin therapy.